Event description:
Pt with chronic renal infection with previous ureteral stenosis with ileal loop, had previous internal stent placement. Was here for a six month tube change. During procedure the long inner support plastic cannula could not be withdrawn from the stent- pushed device. The string was not wrapped or kinked. The stent accordioned. The device was forcefully pulled out w/wire in place & a new one easily placed. Pt returned that evening to ed with c/o abd pain & is currently hospitalized for treatment of inflammatory reaction secondary to false passage created in the ileal conduit stoma at time of procedure.